Event description:
In 2005 between 12:53-13:09 hrs. While doing resuscitation, the emergency switch was pressed by mistake on tso panel, which make the table brakes to be released (the tabletop starts to float) and caused a serious damage to resuscitation attempt. The pt did not survive the catheterisation/resuscitation and passed away.